Event description:
Same case as MFR report #2134265-2008-00309, #2134265-2008-00310, and #2134265-2008-00311. It was reported that following a coronary artery drug eluting stenting treatment procedure, a dissection was discovered and myocardial infarction and thrombosis occurred. The case was emergent due to myocardial infarction (mi). The target lesions were in the right coronary artery (rca). The vessel was predilated with a 3.0x15mm maverick balloon. A 3.5x8mm taxus express2 drug eluting stent (des) was implanted in the distal rca. A 3.5x32mm taxus express2 des was implanted proximal to the 3.5x8mm taxus express2 des. The devices did not overlap and were separated by a gap approx 40-45mm in length. The devices were considered to be well positioned and well apposed by under angiography. The pt was prescribed aspirin and plavix for follow-up. There were no pt complications reported. The pt was discharged "3-4 days later" in "fine, great" condition. Seven days following implant, the pt suffered another mi. Thrombosis was diagnosed angiographically at the proximal edge of the 3.5x32mm taxus express2 des. A non-bsc aspiration catheter was used. The thrombosis was also treated with a 4.0x12mm quantum maverick balloon. A bsc intravascular ultrasound (ivus) imaging device confirmed that the "stent appeared underdeployed and an edge dissection was discovered at the proximal edge of the stent". The dissection was treated with a 4.0x8mm liberte' bare metal stent. It is unk when the dissection occurred; however, in hindsight, the physician believes the dissection occurred during the initial implant procedure and was not readily recognized as intravascular ultrasound was not used during the initial procedure. There were no additional pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).